Event description:
It was reported that the device sparks when plugged into the outlet. No further information was provided.

Manufacturer narrative:
The manufacturer field service technician noticed that the power plug had been melted. The technician replaced the power plug and returned the unit to service.